Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: during investigation, the black box showed evidence of unexplained pump reboots following a "low battery warning". The pump powered on with the returned battery cap. The battery cap measures were within specification. The battery cap was able to fully tighten. The battery compartment was found to be cracked. A 24 hour basal program was run with the returned battery cap. There were no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was evidence of moisture inside the pump. An "intermittent" power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.